Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) review and the complaint history review were not performed because no lot information was provided. Based on available information, the reported incomplete coaptation (slda, single leaflet device attachment), associated with clip detachment from the anterior leaflet, was due to challenging anatomy with annular dilatation as per the physician. The reported recurrent mr was due to the slda. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a mitraclip procedure was performed in 2019 to treat degenerative mitral regurgitation (mr) grade unknown. Two mitraclips were implanted, reducing mr to an unknown grade. On (B)(6) 2024 a re-do procedure was performed to treat recurrent mr grade 4. Both of the clips was observed to be detached from the anterior leaflet (single leaflet device attachment (slda)). A xt mitraclip (lot: 30210r1069) was placed between the two clips to stabilize, reducing mr to grade 1-2. The physician thought the slda's were due to annular dilation.